Event description:
It was reported that during an ion lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement and hospitalization. The target nodule was located in the left lung, segment 6, attached to the pleura, and measured 13 x 11 millimeters in size. The size of the pneumothorax was 5 centimeters. Prompt chest tube insertion was performed, and cbct spin confirmed immediate resolution of the pneumothorax. The patient was asymptomatic at the time, as they were still under general anesthesia. The patient was admitted for observation, and serial chest x-rays confirmed complete resolution with no recurrence of the pneumothorax. After three days of hospitalization, the patient was discharged without further issues. The physician determined that the pneumothorax was not related to the ion system and would have likely occurred via another modality. The cause was attributed to the nodule¿s proximity to the pleura and the use of a cryoprobe. No device issue or malfunction was associated with the event.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.